Manufacturer narrative:
We checked the returned unit and confirmed that the water jet tube clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the water jet tube. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the forward body cover cracked, the air nozzle clogged, the water nozzle clogged, the nozzle gluing missing, the air nozzle deformed, the water nozzle deformed, the control body dirty, the distal body worn out, the bending rubber gluing poor finish, and the air/water socket chipped/cut o-ring ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0630(air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.